Event description:
The manufacturer became aware that a user of the dreamstation auto CPAP had states his father passed away. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer-initiated therapy with the device and verified airflow, using a manufacturer supplied power supply and ac power cord. Secondary findings are unknown light contamination at the air inlet and the bottom of the blower box, unknown light contamination at the air inlet and the bottom of the blower box, light black specks in the bottom enclosure and unknown light white dust-like contamination were on top and bottom of the blower motor and the blower motor seal were observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box h6 was updated.